Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 10 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There are (B)(4) units in stock that have been blocked. Received 10 closed samples and 2 open samples with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. All closed samples were opened and have found that in one of them the needle is already detached from the thread. Additionally, we have requested samples from stock for analysis. Tested the needle attachment of the samples received from stock according to the standard iso 2859/1, and the results do not fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. Sutures were incorrectly fixed to the needles, the defect was detected when extracted from the race pack.